Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Patient weight : unknown/ not provided. Ethnicity : unknown/ not provided. (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was blocked in the simplicity system: haptic folded in a horseshoe with the impossibility of reusing the implant by reloading it seen as it had been desterilized and discarded. A backup iol was used and this time another issue occurs and the iol was used by reloading it manually and was implanted normally. There does not appear to have been any misuse, as the intern is already used to using our simplicity system. Preparation of the injector only with bss (balanced salt solution). It was reported that there was no patient involvement.